Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading was 500 mg/dl. The customer declined troubleshooting for high blood glucose and reported that it was due to a bent cannula. The customer was advised to call back if further assistance was needed.